Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2010, the patient presented with myocardial infarction (mi) and percutaneous coronary intervention (pci) was performed with placement of 2.5x15 non-bsc stent and 2.5x12 veriflex stent in the left posterior descending artery (lpda). In (B)(6) 2016, the patient experienced a non-st elevated myocardial infarction (nstemi) which required hospitalization and intervention of a cardiac catheterization for a non-target vessel revascularization (non-tvr) and a target vessel revascularization (tvr). The patient experienced chest pain for an hour, developed shortness of breath, and collapsed at home. Cardiopulmonary resuscitation (CPR) was started and paramedics were called, who found the patient to be in ventricular tachycardia (vt). The patient was shocked and had an airway placed. In the external defibrillator (ed), the patient experienced more vt. On admission, the patient's blood pressure was 105/65mmhg and he was put on a ventilator. Hypothermia management was started. The patient was found to be non-compliant with his medication. The location of myocardial infarction (mi) was anterior (septal). On the same day, the patient underwent pci with balloon angioplasty for target vessel revascularization of a non-target lesion in the target vessel of the proximal left circumflex artery (lcx). Intervention rationale included angina, symptoms of ischemia, elevated cardiac enzymes and new ECG changes. Pre-treatment diameter stenosis was 100% and post-treatment stenosis was 0%. The patient underwent a second pci with balloon angioplasty for target vessel revascularization of a non-target lesion in the target vessel of the distal lcx. Intervention rationale included angina, symptoms of ischemia, elevated cardiac enzymes and new ECG changes. Pre-treatment diameter stenosis was 100% and post-treatment stenosis was 0%. The patient underwent a successful thrombectomy with balloon angioplasty and intravascular ultrasound on the 100% lesion in the mid lcx. Post intervention showed excellent angiographic appearance and 0% residual stenosis. Timi flow was 0 pre-procedure and 3 post-procedure. The patient underwent a successful thrombectomy with balloon angioplasty on the 100% lesion in the mid lcx. Post intervention showed an excellent angiographic appearance and 0% residual stenosis. The patient underwent a successful thrombectomy with the 2.5x28 non-bsc stent and intravascular ultrasound on the 100% lesion in the proximal lcx. The left atrioventricular (av) groove artery had 100% stenosis at the site of the veriflex stent placed in the left posterolateral descending artery (lpda) in (B)(6) 2010 and the promus premier stents were patent. Thrombus and new lesions were proximal. Post intervention showed excellent angiographic appearance and 0% residual stenosis. Post procedure, the patient was kept on hypothermia protocol and on the same date, non-stemi was considered resolved. On an unreported date, the patient was awakened without obvious neurologic difficulties and was able to swallow and ambulate without difficulty. Eight days post admission, the patient was discharged from the hospital.